Event description:
The patient was undergoing a coil embolization procedure in the internal maxillary (imax) artery using a px slim delivery microcatheter (px slim), a benchmark 6f 071 delivery catheter (benchmark), and a pac400 coil. While attempting to advance the pac400 coil through the px slim, resistance was encountered and the pac400 coil could not advance further. Therefore, the pac400 coil was resheathed. Upon removal of the px slim, the physician noticed that the px slim was fractured.the procedure was completed using a new px slim, the same resheathed pac400 coil, an additional new pac400 coil, and the same benchmark. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned, and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.